Event description:
Overdelivery reported. The pump was set to infuse procalamine at 80ml/hr. A new container was hung at approx 2am. The nurse reported that the 1000ml container was empty at 6am. There were no adverse effects to the pt.

Manufacturer narrative:
The reported problem could not be duplicated. The pump performed within specification. The frequencies of death or serious injury reportsfor code 102 (overdelivery) for plum products is 0.59/million sets.